Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient had been in the hospital for an infection. The pdrn was not sure if the patient was out of the hospital at this time. The patient is now on temporary in-center treatment. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain, nausea and cloudy peritoneal effluent fluid. Eritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2024 presented with clostridium difficile in the culture and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to a break in asepsis during ccpd therapy. The patient was prescribed intravenous ciprofloxacin, intraperitoneal (ip) vancomycin and ip ceftazidime (dosages and frequency not reported) to address the infection. The patient was transitioned to hemodialysis (hd) on a hospital provided hd machine (unknown brand and model) for renal replacement therapy due to the nature and severity of this infection. The patient had a complicated hospital course due to hypotension that was unrelated to renal replacement therapy, and she was discharged to home on (B)(6) 2024. It was confirmed the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis following this event with no plan to return to pd therapy.